Manufacturer narrative:
(B)(4). The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
During service at baxter, a technician reported failure code 810:04 and that the ail pcb (air in line printed circuit board) was out of calibration and was recalibrated by service. The event occurred during product evaluation. There was no documented patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 6.13.90, categorized as remediated. No additional information is available.

Manufacturer narrative:
(B)(4).